Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that there was difficulty with catheter removal. While attempting to place a 3.00 x 16mm taxus express2 stent in a heavily calcified circumflex (cx), the physician leaned on the stent delivery system (sds) in order to get it to cross the lesion. The stent appeared to get stuck in the calcified cx. The balloon was not deployed. The physician attempted to withdraw and the catheter elongated or stretched. It then released and was removed with no reported patient complications. The procedure was completed with a shorter stent of unspecified size and type.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.